Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys tsh assay and elecsys ft4 g4 assay on a cobas e 411 analyzer (rack system). Tsh: initial result: "no value" was generated and (accompanied by a "<signal" data flag). 1st repeat result: 0.005 uiu/ml (accompanied by a data flag). 2nd repeat result: "no value" was generated and (accompanied by a "<signal" data flag). 3rd repeat result: "no value" was generated and (accompanied by a "<signal" data flag). 4th repeat result: 0.005 uiu/ml (accompanied by a data flag). 5th repeat result: "no value" was generated and (accompanied by a "<signal" data flag). 6th repeat result: 1.6 uiu/ml (tested in a different laboratory). Ft4: initial result: "no value" was generated and (accompanied by a "<signal" data flag). 1st repeat result: "no value" was generated and (accompanied by a "<signal" data flag). 2nd repeat result: "no value" was generated and (accompanied by a "<signal" data flag). 3rd repeat result: "no value" was generated and (accompanied by a "<signal" data flag). 4th repeat result: 16 pmol/l (tested in a different laboratory).

Manufacturer narrative:
The tsh reagent lot number was 891754. The ft4 reagent lot number was 883869. The tsh and the ft4 reagents' expiration dates were not provided. The field service engineer (fse) found an issue with the sample probe tubing. He replaced the pinch valve tubings, the sample probe tubings, and primed the sample/reagent probe. He also primed the sipper, adjusted the sample probe liquid level detection voltage, and performed maintenance on the instrument. Qc was performed, and it was within specifications. The fse verified that the instrument was performing within specifications. No further issues were reported after the service visit. The cause of the event was due to a component failure (an issue with the sample probe tubing).